Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the therapy electrode were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause of the test failure was isolated to an open pulse wire between the distribution node (dn) and ECG b. The root cause of the open pulse wire could not be positively identified. No adverse event resulted from the defective belt.